Event description:
It was reported that the right atrial lead exhibited low impedance. All other electrical measurements were normal. No further intervention was done due to the patients age. The patient would continue to be monitored.